Manufacturer narrative:
Bd received 1000 samples and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for missing label information was observed. Additionally, 30 randomly selected customer samples were evaluated by visual examination and the indicated failure mode for missing label information with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing label information. Bd was not able to identify a definitive root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes did not have the lot number or expiration date on the tube label. This was noticed after blood collection. There was no report of patient impact.